Event description:
Information received by medtronic indicated that the customer received a critical pump error. The customer also reported crack on the back of the pump. No harm requiring medical intervention was reported. Troubleshooting was performed and confirmed the damage. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement and rewind test. Pump was received with pump error 24 alarm during prime/seating test. Successfully downloaded history files and traces using thus. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. However, pump error 24 alarm found in the pump history file/trace on (B)(6) 2023 at 13:31:00. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly on pcba 1. Force sensor zero offset within specification (24.2 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, damage keypad overlay texture and minor scratched lcd window. Critical pump error (open book image) alarm not confirmed. Cosmetic damage confirmed at the back of the pump case. Pump error 24 alarm due to moisture damage on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.